Event description:
A customer in (B)(6) notified biomérieux of a barcode error in association with vidas® sars-cov-2 igm (ref. 423833-02, batch 1008090850). The customer¿s vidas® 3 instrument did not recognize the vidas® sars-cov-2 igm batch 1008090850 bar code, an error message stating the same lot already exists in memory was obtained. Recalibration of batch 1008090850 on their vidas® 3 instrument was attempted; the same bar code error message was observed. The customer then tested sars-cov-2 igm batch 1008090850 using a vidas® pc instrument, no error message was observed. The customer stated the error messages lead to a delay in reporting patient results; the customer has not provided any additional detail regarding the duration of the delay. Biomérieux has made multiple attempts requesting the customer¿s system data to aid in trouble shooting, and has not yet received a response. There is no indication or report from the laboratory that the delay led to any adverse event related to any patient's state of health. Biomérieux has initiated an internal investigation.

Manufacturer narrative:
A customer in italy notified biomérieux of a barcode error in association with vidas® sars-cov-2 igm (ref. 423833-02, batch 1008090850). The customer¿s vidas® 3 instrument did not recognize the vidas® sars-cov-2 igm batch 1008090850 bar code, an error message stating the same lot already exists in memory was obtained. In response to the customer complaint biomérieux conducted an internal investigation. Biomérieux requested the customer¿s backup data as well as the calibration and alarm exports; however, this information was not provided. Biomérieux read the mle data on a vidas® 3 instrument and performed a calibration using the vidas® sars cov-2 igm pv kit 1008090850 / 210509-0. The customer¿s anomaly was not reproduced during the calibration. The root cause was unable to be determined without the customer¿s data. Based upon the results obtained by biomérieux, vidas® sars cov-2 igm pv kit 1008090850 / 210509-0 is performing within specification. See section h10.